Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Depuy synthes has been informed that the catalog number and lot number is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges patient suffers from pain, metal ions and debris and difficulty ambulating and sleeping.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision depuy synthes of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Event description:
Update (pfs-(B)(4)) - pfs and medical records received. After review of the pfs records, in addition to what was previously reported, litigation also alleges unspecified ongoing "significant injuries and complications". Indications for right hip revision: osteolysis of right proximal femur, markedly elevated metal ions, and an MRI identified large cyst coming off of the hip joint. Revising surgeon noted intraoperatively a large cyst over the right hip joint, particularly the greater trochanter and the posterior hip joint. It was filled with "black fibrinous debris and clear yellow fluid". Where it was attached to the middle of the greater trochanter, the bone was deficient with osteolysis all of the way through to the prosthesis. The stem was well-fixed though, both proximally and distally to the defect. Also noted that a lot of the proximal and lateral abductors were retracted due to the blackish cyst underlying them. Noted "behind the liner, there was a thin fibrinous layer over the acetabular shell". Examination of the head and liner revealed no excessive wear. The cup was well fixed. Added osteolysis to patient harms, and removed implant bearing wear. Prod/lot updated.

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update ((B)(4)) - pfs received. After review of the pfs records, in addition to what was previously reported, litigation also alleges unspecified ongoing "significant injuries and complications". No operative records, product/lot information, or lab work available in the provided records. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
(B)(4). Investigation summary :no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.